Event description:
As reported, autopulse platform (sn (B)(4)) was able to power on, and after the start button was pressed adjusted the lifeband, however, the platform would not start compressions. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) did not perform compressions" was confirmed based on the review of the archive data; however, it was not confirmed during the functional testing. The autopulse platform passed the testing and functioned as intended. The probable root cause for the reported complaint was likely due to user error. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. A review of the archive data shows user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 12 (lifeband not present) error messages on the customer reported event date, thus confirming the customer's reported complaint. The archive data shows that no weight was applied to the device and the platform was powered on with the lifeband not attached. The lifeband reset switch cable was checked and verified to be within specification. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The user advisory (ua) 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The user advisory (ua) 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.